Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the revel ventilator was giving low respiratory rate. The issue occurred during patient-use and patient harm is unknown at this time.

Manufacturer narrative:
Result of investigation: service technician was unable to verify customer reported complaint that states " while being used on a patient, the crew noted a reverse I;e time was set on the ventilator but the patient did not reflect that and the crew did not select the reverse I:e time. Vent passed initial final test using an automated testing which measure the total functionality of the vent. Vent passed initial alarm volume test with no restriction. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications and standard.